Event description:
It was reported that the patient present in clinic with diaphragmatic simulation. The right ventricular (rv) lead was dislodged confirmed via x-ray. The rv lead was revised on (B)(6) 2022. The patient was stable.